Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was in the emergency room on (B)(6) 2017 with blood glucose of 600 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was still hospitalized at the time of call and was treated with insulin drip. Customer was not wearing insulin pump at the time of hospitalization. Customer was disconnected for less than 48 hours. Caller was inquiring on basal on insulin pump per healthcare professional. Caller was assisted.